Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump was alarming replace battery now. He said that he has gone through three batteries in one day and is currently on his fourth. The customer¿s blood glucose was 105 mg/dl. During replace battery now alarm troubleshooting, his alarm history was reviewed and the customer did not receive a low battery alert prior. He said that the pump was dropped but not recently and that the battery cap was not damaged or loose. He stated that this is the second occurrence of the replace battery now without a low battery warning. The customer was advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert, replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.